Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted: (B)(6) 2009; dtba1d1 ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) channel was intermittently oversensing the atrial activity. Reprogramming was performed for rv lead sensitivity, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.